Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was found to be in a device backup mode and was unable to be interrogated. No intervention was performed and the patient was in stable condition.

Event description:
New information received notes the pacemaker was unable to be interrogated due to the pacemaker being in end of life (eol).